Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a stroke and was hospitalized. The patient underwent an explant of the trial leads. The physician indicated that the stroke is not device related.